Event description:
(B)(4). It started out with swelling/bloating. After a few months, the bloating was daily, I was confidently miserable. Then my weight started slowly climbing, so far over 50 lbs since essure. Next was the horrible cramping and irregular bleeding. Radical mood swings and eventually within the last two years, joint pain. Mostly in my right hip but in my back and legs too. At no point have any of these symptoms lessened or gone away, they are daily struggles. Especially with the bloating, swelling, and weight gain. I've tried every thing and nothing helps.